Event description:
It was reported that nurses reported nuisance air-in-line alarms both on their old and their new pumps. They stated that they have had just as many of the new pumps as the old. This was reported to bd representatives during the site visit. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the reported of the air-in-line alarms on the pump module was not confirmed reviewing the data and no malfunction device were provided for testing. The external and internal inspection could not be performed as the suspect devices were not received for investigation. The facility provided a description of the event issue. Medical staff provided information about the air-in-line, pointed out the physical location of the potential error, and reinforced education about the strain on the patient and how to clean the sensor. One nurse was loading the upper fitment from the front. Neither nurse used the roller clamp when opening the door of the lvp when asked to demonstrate how they would trouble shoot an air-in-line alarm. Both nurses forced the safety clamp inside the housing prior to reloading the IV set. Education on the blue lever was provided (neither knew it was there). Provided education safety clamp functionality: you can load it with the clamp engaged. Feedback was provided it can be difficult to close the door latch when the clamp is engaged. No laboratory testing was able to be performed on the reported devices as they were not returned for investigation. The alaris system user manual v12.1 says on chapter 2¿bd alaris¿ pump module model 8100 and bd alaris¿ syringe module model 8110 on summary of warnings and cautions the next statements to prevent air in line alarms: ensure that patient is not connected when priming. Minimize downstream infusion of air by incorporating the following steps: expelling air from the line during priming allowing cold solutions to warm to room temperature to prevent outgassing setting appropriate air-in-line thresholds ensuring the drip chamber remains vertical incorporating the use of a 0.2 micron in-line filter when clinically appropriate for high-risk patients; for example, neonates air reaching the patient could have serious consequences, such as: decreased oxygenation, seizures, arrhythmia, stroke, cardiac and/or respiratory arrest. Minimizing air in the line is particularly important for low, very low, and extremely low birth weight neonates. Ensure that tubing is fully inserted in the air-in-line detector to reduce the potential for nuisance air-in-line alarms. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported that the air-in-line alarms on the pump module cannot be determined from the provided information and emails. There were no devices returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that nurses reported nuisance air-in-line alarms both on their old and their new pumps. They stated that they have had just as many of the new pumps as the old. This was reported to bd representatives during the site visit. There was no information on patient involvement.